Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the issue was resolved without recurring malfunction. The customer was advised to continue using the pump and to contact support if the issue reappeared.